Event description:
The catheter is breaking distal to the marking ring. The catheter is secured in the cystic duct with suture. Once the catheter breaks, the distal segment remains in the patient and is eventually passed through the patient. Refer to 1820334-2008-00183 and 1820334-2008-00184 as this has occurred more than once.

Manufacturer narrative:
Evaluation: this event is still under investigation.